Manufacturer narrative:
Investigation results: one sample from the implicated lot was returned for evaluation. Review of the received sample concluded that the unit appeared to have cracks on the inlet ports. Both units were tested and found to leak only from these areas. The manufacturing records for the potentially implicated lot was reviewed and confirmed no discrepancies or anomalies were found. The review showed nothing that could have caused the damage observed on the returned filters. As such the root cause is determined to be a post manufacture application error. Additionally, the photos supplied appear to show a 5ml syringe being used during testing. It is not recommended to use syringes with low volumes, as these can create pressures which exceed the product specification. Product defect confirmed based on sample evaluation performed. No CAPA is required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a needle filter epidural gelman 0.2 leaked during use. No injury or medical intervention.